Manufacturer narrative:
The approach for the procedure was the radial approach. The target lesion for the procedure was the mid/distal left anterior descending (lad) coronary artery and the second (2nd) diagonal. The lesions were reported to be: de novo, heavily calcified, and slightly tortuous. There was a heavy calcification between the mid to distal lad, but the vessel was not narrowed. The mid lad was a 70% stenosis, and a 90% stenosis at the distal lad and second (2nd) diagonal lesion. A sprinter 2.5 x 15 mm balloon was used to pre-dilate the distal lad at 14 atm for 15 sec, 8 atm for 15 sec for the 2nd diagonal, and 16 atm for 30 sec at the mid lad. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated, during an interventional procedure, after performing ivus without any problem, the cypher 3.0 x 33 mm stent delivery system (sds) became stuck at the calcification before reaching the target lesion. The physician then attempted to retrieve the sds but encountered resistance/friction. The guiding catheter was deeply engaged and the physician attempted to cautiously retrieve the sds, but it became stuck at the distal tip of the 6 fr. Launcher ebu3.5 mm guiding catheter and, it was not able to be retrieved into the guiding catheter. The entire system including the sds was then removed. Inspection of the stent indicated that the proximal stent struts were uplifted. The device was not used any further. The procedure was completed by implantation of two (2) other cypher stents. There was no reported patient injury. The physician's comment was that even though ivus was delivered to the lesion without any problem, the cypher could not be delivered. He is wondering if this problem was related to a stent-mounting defect.